Event description:
In 2004 the pt called lfs alleging that their one touch ultra meter was reading inaccurately high. Senior medical affairs rep spoke with the pt in 2004, to obtain additional info. The pt reported that in 2004 pt obtained readings such as 160 mg/dl and 180 mg/dl in the morning hours (exact hours unknown). Pt had their usual meals. Prior to having dinner pt obtained a 387 mg/dl at 6:30 pm and took 40 units of n and 10 units of r insulin (sliding scale). Pt takes 40 units of n and 10 units of r (sliding scale) in the morning and evening and also takes r as needed during the afternoon. Pt had not taken any r during the afternoon on the day of the incident. Pt had no symptoms of high or low blood glucose at the time of testing. Within 30 minutes pt started feeling sweaty, cold, and as though the room was getting dark. Pt's spouse managed immediately to get the pt in the car to drive the pt to the ER. Pt fell unconscious in car prior to arriving at the ER. The ER meter read 2 mg/dl. Pt was treated with IV glucose and released 3 hours later. The pt did not have control solution to perform troubleshooting. Pt did not have the vial of test strips during the time of the call; however, pt did report that they were within expiration date, always stored properly and that the codes matched. Based on the info provided, the pt suffered a serious injury. The blood glucose level cannot drop 385 mg/dl in a half hour. Pt developed symptoms following their insulin injection. Therefore, there is an indication that the readings on the meter were not accurate. This case meets the criteria for a medical device reportable.